Event description:
The patient used the suspect device to check their blood glucose and obtained a result of 349 mg/dl. Patient injected insulin accordingly. About three hours later patient passed out. Emergency medical technician's came and tested patient's glucose at 68 mg/dl on their own meter. Patient was taken to the hospital and given an IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.